Manufacturer narrative:
Insulin pump alarmed during prime test due to cracked end cap. Insulin pump had a cracked reservoir tube lip and cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was cracked on its bottom, had motor issues, and alarmed an error. The customer also stated that insulin was "squirting" out. The blood glucose reading was 197 mg/dl. He stated that the insulin pump had been dropped on a tile floor and that the crack ran all the way around the bottom of the device. Advised replacement of the insulin pump. Nothing further reported.